Manufacturer narrative:
The customer reported complaint was confirmed during functional testing. The root cause was determined to be a faulty air trap sensor. The system failed initial functional testing due to the air trap sensor was not detected, thus confirmed the reported complaint. Replacing the air trap sensor remedied the reported complaint. Following service the air filter was replaced and performed yearly maintenance. The electrical safety test was also performed. The system passed functional testing and it verified that the system met all the manufacturing specifications. No errors or anomalies were observed. A visual inspection was performed and no discrepancies were observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
It was reported that during training, the air trap sensor was not detected when the air trap was removed. The system did not generate the alarm or stop the circulation pump as it should be. The reported issue occurred during both warming and cooling modes. No patient involved with this event. No additional information provided.